Event description:
Dentist reported a case involving needle breakage in an unidentified pt following a dental injection. The dentist was administering a mandibular block injection using an accuject 30 g short dental needle (lot. No. 97a22). Info received 11/20/1998 classified this case as serious as surgical intervention was required. The needle was bent slightly prior to injection to facilitate placement. Following injection the dentist observed that the needle had broken off at the plastic hub. Initial attempts to retrieve the needle were unsuccessful and the pt was referred to an oral surgeon. It was reported that the surgery was difficult but that the needle was finally retrieved. Dist is attempting additional info.